Event description:
This event was reported to FDA as a sus voluntary event report (B)(4). Per the report, the patient underwent pseudoarthrosis revision. At first post op visit, was found to have hardware failure. Required surgical intervention for revision. Set screw was found loose.